Event description:
Patient was found unresponsive at home in the setting of one day of vomiting and diarrhea. Autopsy revealed marked calcification of all valve leaflets resulting in severe aortic stenosis, watershed ischemia, and severe left ventricular hypertrophy. Presumed cause of death was arrhythmic.device #1is this a laboratory device or laboratory test?no.